Manufacturer narrative:
At the completion of the clinical assessment based on the information available, clinical was able to confirm the following; endoleak ib of the right iliac limb, and a secondary procedure to place a limb extension in the right iliac. Additionally there was evidence to reasonably support the following observations; aneurysm sac growth. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the failure to seal was related to the anatomy and the presence of a right common iliac artery aneurysm as well as user related issue of use of a proximal extension in the right common iliac artery (off label). There were no known procedure-related issues that contributed to this event. Additionally, a concomitant thoracic aneurysm, a cautionary product use condition, suggests disease progression could have been a factor. Associated clinical harms for this device failure included: type ib endoleak, aneurysm enlargement, and secondary endovascular procedure (right iliac limb extension). The final patient disposition was reported to be stable. The review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned therefore no evaluation was completed. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial with a bifurcated stent and an infrarenal aortic extension. The infrarenal stent was placed in the right iliac below the bifurcated stent and a non-endologix left extension with a snorkel in the left internal iliac artery. On (B)(6) 2017 a follow up computed tomography (CT) showed a component separation between the main body and infrarenal extension in the right iliac limb. On (B)(6) 2017, the physician implanted a limb stent graft to seal the leak. The patient is reported to be in stable condition.